Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the implantable cardiac monitor was interrogated in anticipation of an implant procedure. The battery indicator displayed half battery life. The device was never removed from the packaging, and a different device was used for the procedure.

Manufacturer narrative:
The report of a longevity anomaly was confirmed. The device was exposed to below freezing temperature before implant which could result in a temporary low voltage reading. Device was functioning normally upon receipt.